Manufacturer narrative:
The wash unit was returned to tosoh instrument service center for investigation. Functional testing did not confirm the reported event, the wash unit motor was functional. The most probable cause of the reported event is not determined, cause not established.

Event description:
A customer reported error message ¿2015 bf probe purge failure¿ on the aia-360 analyzer. The technical support specialist (tss) instructed the customer to prepare new wash and diluent solution, perform multiple priming cycles and reboot the analyzer, but the error persists. A new error message occurred, ¿4040 wash probe home not found.¿ the analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for creatine kinase mb isoenzyme (ckmb), cardiac troponin I (ctnl 2) and myoglobin (myo). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs and the customer also reported error messages, 4038 wash probe home sensor and 4039 wash probe home not found. Fse did a thorough check of the bf probe specifications, observed the turntable acceleration position and the wash pump. While troubleshooting the wash pump, fse identified crystalline deposits on the pump and tubing. The fse replaced the wash probe and diluent pump, performed several bf primes, but errors persist. Fse resolved the complaint by replacing the wash unit. Fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the searched period. The aia-360 operator's manual under section7-1: error messages states the following: (2015) bf probe purge failure description: purging by the bf probe is abnormal. Troubleshooting: clean up the wash probe tip or replace it. Contact the service department. (4040) wash probe home not found description: the bf probe motor overran on the home side. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. (4038) wash probe home sensor description: the bf probe motor home sensor remains activated. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. (4039) wash probe home not found description: the home position of the bf probe motor cannot be detected. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event was due to the faulty wash unit.